Manufacturer narrative:
Pt's age was requested, but to date has not been provided. It was reported the device will be returned for investigation. To date the device has not been received. A f/u report will be provided once the device investigation and lot history review are completed. The two additional devices used in the same procedure were filed under MDR 2032380-2011-00034, and 2032380-2011-00035. (B)(4).

Event description:
On (B)(6) 2011, it was reported to arthrocare that a pt underwent an arthroscopic rotator cuff repair procedure, using three opus magnum2 implants. Allegedly the springs broke off when tensioning. The physician reverted to a mini-open to complete the procedure. Pt was reported as recovering normally post operatively.